Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: manta was deployed in the track in the rfca bleeding continued after deployment of 18fr manta. Cardiologist went up and over from ipsilateral side to balloon tamponade in order to control the bleeding. Surgical assistant was needed in order to safely remove the manta device from the track. Cut down was performed by vascular surgery.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a lower positioned access. The arteriotomy was 8.3mm x 8.7mm, mild interior calcification, posterior wall calcification, and a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding continued due to manta was deployed in the tissue tract. Manual pressures were applied, and a contralateral balloon was deployed to tamponade. The vascular surgeon and surgical assistant were called in, performed a cut down, explanted manta and repaired the vessel. There are many potential causes for a tract deployment however, it is inconclusive for this event due to insufficient information regarding initial and deployment procedures, and patient conditions and environment. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Additionally, procedure requirements indicate if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary.